Manufacturer narrative:
Continuation of d10: product ID 977a275. Serial# (B)(6). Implanted: (B)(6) 2023: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 18-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator. The reason for the call was that the patient reported a "settings not available" message appeared on their controller. Patient stated they could not feel the stimulation and there was only one program on their settings. Agent reviewed the manufacturer representative (rep)'s role and redirected the patient to the healthcare provider (hcp)  for further assistance. History: patient mentioned that since being implanted, they were unable to feel the therapy and later found out that their leads were shattered. Patient stated their leads were replaced, and there was only one program on their controller that was working for them. Additional information was received from the patient. They reported that the issue was not resolved, they were seeing a neurologist for a second surgery for the same problem, fractured leads that needed replacing. They suffered with no stimulation for almost 2 years the first time they shattered. They were replaced in (B)(6) 2022 and had stopped providing stimulation again. Additional information was received from the patient. They reported that they have fractured leads again. Patient said they just replaced them in (B)(6) 2023. Patient has a new doctor that they had not seen before and they had an appointment today. Patient was hoping that the doctor had called manufacturer and that maybe a representative was coming. Agent sent an email to the field. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt stated two months ago april 24 a manufacturer representative (rep) adjusted and figured out that she had one lead left and that they were fractured. Pt stated she didn't know how the leads became fractured. Pt stated the last time they figured out the leads were fractured they were shattered and this time they were just fractured. Additional information was received from a manufacturer representative (rep). The rep reported that he is not aware of any issues in regard to this patient. Rep said he has not heard from this patient in over 4 years. Rep added he knows patient has a very old system but any issues that were noted were reported years ago. Rep looked up in the system and confirmed no other reps were aware of any lead issues lately. Rep reported that she saw the patient last friday (B)(6) 2026) at hcp's office. Patient does not have a fractured lead. This was confirmed via x-rays. However, an impedance check was done and electrodes 1 through 6 are ¿do not use¿ and had high impedances, close to 40k. Electrodes 0 and 7 are functional contacts. Patient was programmed on those and getting relief. There is a replacement surgery planned for the leads, but the hcp will likely replace the ins too since it is old. The surgery date is tbd. Rep also provided information about an older report from (B)(6) 2026 in which it was reported that progressive loss of therapy over past 8 months , now seeing utpdi on all groups. Moderate impedance on 6of 8 leads. Patient has a single lead in the cervical spine. Discussed possible lead replacement. Patient is interested in a non-rechargeable battery, but understands this decision may depend on other factors. C urrently unable to utilize therapy, f/u planned with hcp.